Manufacturer narrative:
(B)(4). Eval results: balloon rupture. Severe calcification and excessively tortuous vessels. Eval conclusion: severe calcification and excessively tortuous vessels.

Event description:
A reliant balloon was used in a pt as an accessory product during the implantation of a talent stent graft. Vessel morphology was reported as severely calcified and excessively tortuous. It was reported that 20% saline and 80% contrast solution was used to inflate the reliant balloon. The balloon was inflated and deflated up to 10 times on one side, and then it was removed and inserted on the other side and also inflated and deflated up to 10 times or more. Upon the last inflation the balloon burst. The reliant balloon was completely removed from the pt still attached to the catheter. The reliant stent graft balloon catheter was discarded by the user facility. No clinical sequelae were reported and the pt is fine.